Event description:
On wednesday, (B)(6) 2016 at 12:16pm, clinical resources (cr) received a phone call from (B)(6) at dr. (B)(6) office. (B)(6) said they had the same problem with a second one of the zyno pumps that they had purchased. Today, a pt was getting an infusion of iron and the pump had continued to run and infuse after the IV bag and tubing were empty. We immediately called zyno medical, (B)(6), customer service rep returned his call and also sent him an email recommending some questions to ask in order to gather info regarding the incident and to refer to the previous MDR completed by (B)(6). (B)(6) immediately went to (B)(6) hematology, he spoke to (B)(6). (B)(6) was the rn that was caring for the pt and delivered the medication. As in the case of the first MDR dated june 16, 2016 (pump #606196) this pt was receiving a 1 gram dose of infed mixed in a 250ml normal saline(ns) infusion. They caught the error in progress, stopped the pump, the pt was ok. (B)(6) told them that (B)(6) would be in tomorrow morning (thursday, (B)(6) 2016) to gather all available info for the MDR to be sent to zyno. They had immediately discontinued using the pump, (B)(6) picked up the pump and the actual administration set that was used, returned it to clinical resources where it was packed to be sent to zyno medical to the attention of (B)(6). (B)(4). The following day, thursday, (B)(6) 2016, I went to meet with the nursing team at dr. (B)(6) office ((B)(6)). (B)(6) reported that the pt (female, approx age mid to late 60's, also an rn), received a peripheral IV infusion, infed 1 gram mixed with 250ml normal (ns) saline, the volume in the bag was approx 275-300ml depending on the over fill of the 250ml ns bag. The pump was programmed as 300ml per hour with a volume to be infused of 300ml. (B)(6) was sure the tubing was loaded correctly in the air in line detector, the pump was running as indicated. About the time the infusion would be finishing (B)(6) was rounding on pt and noticed the pt's brother waved to her to alert her that the infusion was finishing up. That's when (B)(6) noticed that the IV pump was still pumping but that the IV bag was empty and tubing set appeared almost empty and the pump had still not alarmed or stopped. She immediately stopped the pump, discontinued the IV, took the pt's vital signs and monitored the pt in the office while insuring that the pt experienced no adverse events. The pt was monitored longer than usual and released without event. We questioned that maybe the infed infusion could be affecting the air-in-line detector capabilities. Could there possibly be a residual left on the tubing or could the actual detector be altered during the infusion due to something about this medication. (B)(6) said that they run approx 10-12 iron infusion per day. (B)(6) mentioned that they most often deliver the brand of iron, "infed" but they occasionally use another brand called "injectafer" and that this has not occurred with injectafer. I recommended that in addition to continuing to the strict adherence to instructions for loading the tubing through the air in line detector; be sure to program all infusions for the time being (at least until we get this issue solved) with a vtbi of 25-50ml's less than the volume in the IV bag. The IV pump and the administration set were packaged together and returned to the MFR for inspection. (Zyno medical, attn: (B)(6) solved with a vtbi of 25-50ml's less than the volume in the IV bag. The IV pump and the administration set were packaged together and returned to the MFR for inspection. (Zyno medical, attn: (B)(6))